Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, during the heating phase of the procedure, a fluid loss alarm message occurred. The rate of fluid loss was 10 cc's/minute. A cervical leak occurred. The patient was noted to have an anteverted uterus and a patulous cervix. The physician applied a tenaculum stabilizer and resumed the procedure. At this time, a second fluid loss alarm error message was generated on the console unit. The rate per minute of fluid loss when the second alarm occurred is unknown. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The product has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.